Event description:
It was reported that a female patient who underwent an unspecified breast surgery with an unspecified mentor breast prosthesis developed baker grade iii capsular contracture in one of her breasts post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional information about the event: the patient underwent explantation and replacement with a mentor memorygel breast implant 425cc gel breast prosthesis on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-may-2022, the mentor failure analysis lab received the device for evaluation. On 01-jun-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-feb-2022, mentor received additional information about the event: - the suspect medical device is a mentor memorygel breast implant 425cc gel breast prosthesis, catalog #3504254bc, lot # 596921, serial # (B)(6), UDI # (B)(4), PMA #(B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - it was previously reported that the implantation date is (B)(6) 2002. New information received states that the implantation date is (B)(6) 2021 - the capsular contracture is located in the patient¿s left breast. It was previously reported that the baker grade is iii. New information received states that the capsular contracture is baker grade IV. - the event date is (B)(6) 2021 - the patient identifier is (B)(6) - the patient dob is (B)(6) 1977. - the patient race is white and ethnicity is not hispanic/latino. - the patient is scheduled to undergo explantation later in 2022. A specific date was not provided. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-may-2022, mentor received additional information about the event. It was previously reported that the capsular contracture is baker grade iii. New information received states that the capsular contracture is baker grade IV. Manufacturer¿s reference number: (B)(4)